Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: unknown, serial#: unknown, UDI #: asku. No dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: is there away to confirm true septal placement of leadless pacemakers? Proposal of the ¿raospace¿ sign. Pacing and clinical electrophysiology. 2021;44:176¿177. Doi: 10.1111/pace.14138. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who developed a pericardial effusion during the implant of the leadless ipg which required pericardiocentesis. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.